Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A patient reported an administration set was "leaking in the tubing on the distal and patient side of the micron air filter". The patient reported they had surgery on tuesday, date unknown, the remaining volume to be infused (vtbi) was 90ml. The patient reported they may not get a replacement since therapy would be finishing in the next 24hrs. The patient powered down and clamped the line. Customer support advised the patient they can choose to take out the catheter if they want to discontinue use, since the facility may not change out the device when the patient returns to the clinic the following day. No patient injury was reported, the infusion took place at home. The product part and lot number are unknown. Medication being infused is unknown. No further information was provided as of the date of this report. Return of the device has been requested. As of the date of this report, the device has not been returned.